Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant medical products: femto laser, sn unknown; excimer laser, sn (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported unintended chair movement (chair creeping) toward the right eye (od) from the chair attached to excimer laser/visx system and as a result a suction break on the intralase while laser was operating occurred. The account reported that they verified the chair movement by watching the chair over a period of time and that it moved. There was no patient treatments delayed or cancelled. This MDR report pertains to the suction loss event with the intralase patient interface. A separate MDR report will be submitted for the bed creeping event on the excimer laser system.